Event description:
It was reported that the patient had no stimulation sensation. The reporter stated that stimulation had not worked for a week. It was noted that the patient was in group c at 4.40 and she went up to 6.9 with no stimulation sensation. It was noted that the patient normally felt stimulation above 4.0. It was further noted that group b was at 7.40 and group a was increased to a high setting as well and the patient still could not feel stimulation. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient was concerned that her lead wire had moved. It was noted that the system was working since the patient could increase stimulation. It was noted that the patient¿s status was unknown.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45; serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).